Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the sensor electrode was missing and alarms for change sensor were received. The customer's blood glucose was 126 mg/dl at the time of incident. No further details given.